Event description:
Journal reference: guillaume d, van havenbergh a, et al. "A clinical study of intrathecal baclofen using a programmable pump for intractable spasticity." Archives of physical medicine and rehabilitation. 2005; 86(11): 2165-71. The article describes a study of 129 enrolled patients being treated with itb therapy for intractable spasticity. Forty three percent of patients experienced some type of adverse event. Five patients expired during the study. The cause of death of all expired patients was reported to be unrelated to itb therapy. Reportable events: catheter (n=12) preimplant 11 patients reported 12 adverse events related to the catheter delivering the test dose of baclofen. Twenty percent of the patients (n=26) experienced (undefined) adverse events that were patient related. Pump (n=8) eight patients (n=8) experienced a surgery related adverse events: spinal headache (n=1), meningitis (n=1), pain in leg (n=1), incontinence (n=2), pocket wound infection (n=3). Catheter (n=9) five patients experienced catheter related events: dislodgement (n=4), catheter kink (n=3), occlusion (n=1), under infusion (n=1), spinal headache (n=1). The catheter manufacturer was not provided.

Manufacturer narrative:
Follow-up is in process to establish specific event details and additional information will be submitted when available. The catheter manufacturer was not provided.